Event description:
The tubing and cannula easily become disconnected without warning for medtronic¿s quick set infusion set for the 670g pump (i.e. Falls off without warning). The cannula on the device also frequently gets kinked preventing insulin flow. Medtronic customer support has been contact and trouble shooting does not solve the issue. Blood sugar reading are extremely elevated because of these issues.